Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The same day as the onset, the patient was admitted to the hospital. The cause of peritonitis was unknown. On the day of hospitalization, the patient was treated with injections of fortum (2gm, route and frequency not reported), injections of reflin (1.5gm, route and frequency not reported), and injections of heparin (1ml, 5000 units, route and frequency not reported) for peritonitis. The patient was recovered from the peritonitis event. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.